Event description:
After inflation, the powerflex p3 5x6 80cm balloon did not deflate enough to be removed. A 14-wire was inserted via the balloon port and a small hole was pricked into the balloon cover in order to deflate the balloon. The balloon was successfully removed with no danger to the patient at any point.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The device was returned for analysis; however, the analysis has not yet been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Additional information was received on 10/18/2011: the balloon was successfully removed without difficulty. The target lesion was in the superficial femoral artery. The lesion was calcified with 80% stenosis. The device appeared normal prior to use. The contrast to saline ratio was 50:50. There had been no difficulty in advancing the balloon catheter through the vessel or crossing the lesion. Since the balloon was inflated manually, the inflation pressure was unknown. The balloon remained inflated for approximately three seconds. Complaint conclusion: after inflation, the powerflex balloon did not deflate enough to be removed. A 14-wire was inserted via the balloon port and a small hole was pricked into the balloon cover in order to deflate the balloon. The balloon was successfully removed without difficulty. The target lesion was in the superficial femoral artery, was calcified with 80% stenosis. The device appeared normal prior to use. The contrast to saline ratio was 50:50. There had been no difficulty in advancing the balloon catheter through the vessel or crossing the lesion. Since the balloon was inflated manually, the inflation pressure was unknown and the balloon remained inflated for approximately three seconds. One non sterile powerflex p3 5x6 80cm was received inside two plastic bags. The balloon was already inflated and inflation residues were observed. Blood residues were noted along the device. No other damages were noted. Inflation/ deflation functional test was performed and the times were found within specification parameters. Sem results showed that the inflation lumen presented evidence of a blockage by a foreign matter. Foreign matter was analyzed and is composed of elemental carbon, oxygen, calcium, potassium, sulfur, silicon, magnesium, phosphorus, sodium, chlorine and iodine; it is possible that some of the elements found (sodium, chlorine, and iodine) could have come from contrast/inflation media. Inflation media could have solidified and prevented the flow through the lumen. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported deflation difficulty-unable was not confirmed. The exact cause of the reported failures could not be determined. It is likely that procedural factors could contribute to the issue experienced by the customer. Neither the DHR review nor the analysis suggests that reporter issues are related to the manufacturing process of the unit, therefore, no corrective or preventive action will be taken. Based on the information available, it appears that the difficulty experienced by the customer may have been caused by solidified contrast medium and is not related to a product quality issue. One non sterile powerflex p3 5x6 80cm was received inside two plastic bags. The balloon was already inflated and inflation residues were observed. Blood residues were noted along the device. No other damages were noted. Inflation/ deflation functional test was performed and the times were found within specification parameters. Sem results showed that the inflation lumen presented evidence of a blockage by a foreign matter. Foreign matter was analyzed and is composed of elemental carbon, oxygen, calcium, potassium, sulfur, silicon, magnesium, phosphorus, sodium, chlorine and iodine; it is possible that some of the elements found (sodium, chlorine, and iodine) could have come from contrast/inflation media. Inflation media could have solidified and prevented the flow through the lumen. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint.